Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable caused by the patient was not connected when therapy initiated. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted global technical service (gts) regarding a system error 2240 that appeared on the home choice (hc) during initial drain. The home patient (hp) stated she connected herself after she pressed the go button to start the initial drain. Gts explained proper set up procedures and then assisted the hp to cycle power off and on twice to clear the alarm. Gts explained the alarm and explained to start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the home patient's (hp) nurse, the nurse said that they were not aware, but that they would contact the hp for retraining. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.